Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert from the implantable cardioverter defibrillator. It was noted that the patient was unable to connect to the home monitor. Upon interrogation it was discovered that the device was in backup operation likely due to event queue overflow related reset. The device was successfully restored via download. The patient was in stable condition.